Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2016. The patient stated that they were at a conference when they passed out due hypoglycemia that was not detected by their cgm. Patient reported that the cgm was reading 88mg/dl compared to the bg meter which showed 35mg/dl. The emergency medical technicians (emts) were called and the patient was administered a glucagon shot. The patient was not sent to the hospital by the emts but elected to go as she was pregnant and concerned. Patient was no admitted to the hospital nor prescribed any medication. At the time of contact, the patient had recovered. Additional event or patient information is not available. Patient did not calibrate after experiencing inaccuracy. Labeling indicates: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes.